Manufacturer narrative:
H3. Analysis of the lead (s/n (B)(6)) found the lead body conductor was broken within 10 centimeters of the connector area. Analysis of the extension (s/n (B)(6)) found no significant anomaly. Analysis of the ins (s/n (B)(6)) found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387s-40, (serial:(B)(6) ); product type: 0200-lead; implant date (B)(6) 2019; explant date (B)(6) 2024, brand name activa; product ID 3708660 (serial: (B)(6) ); product type: 0191-extension; implant date (B)(6) 2019; explant date (B)(6) 2024.brand name sensight; product ID b32000 (serial: unknown); product type: 0001-accessory; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative that the patient reported a fall hitting their head, which was when they noted a decrease in efficacy and occasional shock on the left side of the body. The md discovered impedances out of range on the right side, all monopoles. A revision surgery was performed. The lead, extension, and battery were replaced. Upon visual inspection, the lead/extension connection appeared damaged. Post-new implants, impedances were all clear, and no shocking sensation was present. Lt lead, extension, and battery are still intact and normal. The issue was resolved at the time of this report. The patient was alive and had no injury at the time of the report. No complications were reported or anticipated.